Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cq2015a, +18.0 diopter, intraocular lens in the patient's left eye (os) on (B)(6) 2018. During insertion, the surgeon felt the injector got harder to push when injecting the lens. The trailing haptic and a bit of the optic got caught by the plunger. The lens had to be cut out. A back-up similar lens was intraoperatively exchanged with it and it was successfully implanted. There was no patient injury. It was also reported that the anikavisc viscoelastic was used and the lens was in the injector for less that a minute.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found the optic torn, the lens torn into three pieces, and a piece of the optic missing. Claim # (B)(4).

Manufacturer narrative:
Additional data: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters, and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: device evaluation: the msi-pm injector was returned loose in a lens box. Visual observation found the msi-pm injector with no visible damage and clear residue on cartridge. Claim# (B)(4).

Manufacturer narrative:
Corrected data type of report- follow-up #2 for MDR # 2023826-2018-00464 was not submitted. It was inadvertently skipped and follow-up#3 was submitted instead. Claim# (B)(4).